Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of greater than 500 mg/dl; cause was unknown. Reportedly, the customer over corrected via a manual injection which resulted in a bg of 29-30 mg/dl. Subsequently, customer was hospitalized. Bg was treated with intravenous fluids, and a glucagon injection. The customer declined to provide a release date from the hospital, however indicated the issue was resolved and customer sustained no permanent damage.